Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges additional surgical intervention due to the ventralex hernia patch, however, no details have been provided. No lot number has been provided, therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2009. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the attorney alleges patient experienced emotional distress and the device was defective.